Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 10/23/2015, to report that on (B)(6) 2015 the patient's transmitter had permanent loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.